Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 6 months. Unfortunately, the reason for removing the valve was not provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency related the our valve. According to our records, the device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic aortic valve endocarditis and aortic regurgitation. According to the operative report, the patient was identified to have a large, pedunculated, mobile aortic valve vegetation. The patient was noted to have an st-elevation myocardial infarction one week prior to this surgery. Upon removal of the valve, vegetations throughout the device were confirmed. The patient was also identified to have left ventricular/aortic disruption with an annular abscess. The valve was replaced with another edwards bioprosthetic valve. In addition, the surgeon has indicated that this event was patient related and not due to a malfunction of the subject device. Unfortunately, the edwards device was not returned; therefore, the source of the endocarditis could not be assessed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The source of the infection was not provided in this case. No further actions are possible with the available information.